Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted into the patient during a procedure with concomitant anterior prolapsed repair on (B)(6) 2014. The procedure was reported to have been completed without complications. According to the complainant, post procedure, on (B)(6) 2014 the subject developed urinary retention of mild severity. The subject received a foley catheter. The catheter was removed on (B)(6) 2014 and the event resolved. On (B)(6) 2015, the event of urinary retention was assessed by urology & women's health clinical safety as not related to the procedure or to the device.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted into the patient during a procedure with concomitant anterior prolapsed repair on (B)(6), 2014. The procedure was reported to have been completed without complications. According to the complainant, post procedure, on (B)(6), 2014 the subject developed urinary retention of mild severity. The subject received a foley catheter. The catheter was removed on (B)(6), 2014 and the event resolved.